Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pinnacle impactor handle cracked. The white grip fractured during impaction with the mallet. All pieces were retrieved. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence provided was reviewed. And found the device handle has a piece broken off. The reported condition was confirmed. However, the cracked condition could not be confirmed, with the information provided. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed, as investigation could not retrieve a lot number.